Event description:
Boston scientific received info that this right atrial lead dislodged. The ra lead was successfully explanted and replaced. To date, no adverse pt effects were reported with this procedure. The explant date was not provided.